Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that they went a long time without having the device because its battery was too low. They had an appointment with healthcare provider (hcp) and they noticed it wasn't working and ordered to get it replaced. Agent asked when they first noticed it was running out of battery and patient said they don't remember things well if they don't write them down. They've been having watery feces even before they replaced their previous device.